Manufacturer narrative:
Model number/catalog number: 72404132, serial number: n/a, batch/lot number: 1100606598, model/catalog description: belt cuff fgs 5.0 cm iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100620993, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and fluid leak are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced a traumatic event unrelated to the device and subsequently presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the balloon was empty. The device was explanted and replaced. There were no reported patient complications.